Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1712212; medical device expiration date: 11/30/2022; device manufacture date: 12/12/2017. Medical device lot #: 1711232; medical device expiration date: 10/31/2022; device manufacture date: 11/20/207. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use that the bd plastipak¿ luer-lock syringe, there was black foreign matter inside the syringe barrels and blister packing. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use that the bd plastipak¿ luer-lock syringe, there was black foreign matter inside the syringe barrels and blister packing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: one sealed sample from lot number 1712212 and one sealed sample from lot number 1711232 were received for evaluation by our quality engineer. Upon visual inspection of the sample from lot number 1712212, two particles were observed outside of the syringe, within the blister packaging and no foreign matter was found within the syringe. Upon visual inspection of the sample from lot number 1711232, one particle was observed outside of the syringe, within the blister packaging and no foreign matter was found inside of the syringe. Through magnified inspection, the particles were identified as polypropylene material. These particles come from the molding and transport processes of the syringes. As these are the first occurrences confirmed for each reported lot number 1712212 and 1711232, the allowable defect rates (per internal procedures) have not been exceeded. A device history record review for lot number 1711232 did not reveal any anomalies during production that could have contributed to this defect. A device history record review for lot number 1711232 revealed one anomaly during production. The mechanical team was able to repair a misalignment detected in the connection of transport tubes which transport the syringe barrels from the molding station to the marking station. This misalignment caused friction amongst the barrels and generated polypropylene particles. Once the defect was detected, the manufacturing line was cleared and the defective samples were rejected. It is possible that this misalignment contributed to the particles observed within the provided sample. Equipment within the manufacturing line is regularly cleaned according to procedure, including during any mechanical maintenance or known contamination. Final products are sampled from the manufacturing line and are subjected to visual and functional inspections to monitor for possible defects. Investigation conclusion: this particle comes from material and transport processes of syringes. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacturer: yes.